Event description:
It was reported that this right atrial (ra) lead broke while attempting to remove from an old device during a changeout procedure. Insulation damage was suspected, and a new lead was successfully placed. The explanted ra lead is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific. However, per section 72 (6) of the medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a patient owned device. At this time, patient consent for analysis of this device has not been received. Therefore, the device has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time.

Event description:
It was reported that this right atrial (ra) lead broke while attempting to remove from an old device during a changeout procedure. Insulation damage was suspected, and a new lead was successfully placed. The explanted ra lead is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. This lead was returned to boston scientific. However, per section 72 (6) of the medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a patient owned device. At this time, patient consent for analysis of this device has not been received. Therefore, the device has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time.